Event description:
A risk manager reported that a patient who had a malfunctioning CT w/8fr detached poly cath w/vi smartport was brought into surgery. The surgeon examined the original device and found a small fracture in the catheter tubing; located approximately 1mm from the reservoir. Ultimately, the device was removed and replaced at a later date.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).